Event description:
The customer reported via phone call that they went to emergency room for high blood glucose. The customer stated the infusion set had a bent cannula. The auto mode status during the incident was unknown. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.